Event description:
Caller reported a malfunction on the pump, which did not have any preceding events. There was no adverse impact to the customer's blood glucose level. The technical support provided information to reset the pump and assisted the caller in the process. After resetting, the malfunction did not recur and the customer could continue using the pump.